Event description:
It was reported that stent dislodgement and stent migration occurred. A non bsc stent was previously implanted and an in-stent restenosis (isr) occurred. Vascular access was obtained via left groin. The 3cm in length 100% chronic totally occluded (cto) stenosed target lesion was located in a mildly tortuous and moderately calcified left subclavian artery. After a non bsc guidewire crossed the lesion, predilatation was performed with 5mm mustang catheter balloon. A 7.0x40x135 cm express ld vascular metallic stent was selected and advanced towards the lesion but the edge of this device got caught with the edge of the previously implanted non-bsc stent. As a result, the stent of the complaint device fell off and was caught on the shaft. The physician attempted to retract the stent into the sheath but it fell in the aorta and migrated to the left external iliac artery (eia). A non bsc guidewire and an unspecified balloon catheter was advanced to the eia. The unspecified balloon catheter was inflated to deploy the stent in an unintentional site. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).